Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67 ) the overall 24 month product complaint trend data for the period oct-2019 through sep-2021 was reviewed. There was a trigger identified for the review period. The trigger is being addressed under a corrective and preventive action (CAPA) system. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 & 22) the device was returned to the factory on 13oct2021. Photograph from the account show the jaws were open and charred tissue on the heater wire. The device was investigated on 15oct2021. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation on the tip of the cold jaw was torn , and detached. The detached portion of the silicone was not returned for investigation. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for ¿material twisted/bent; wire and confirmed for analyzed failure "peeled; jaw".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, part of the jaw became unattached near the crux of the jaw. Nothing fell into the patient. No harm to the patient and the device was removed from use and a new kit was opened to complete the case.